Event description:
It was reported that lead integrity alert triggered. It was determined that the lead had not been screwed in tight enough in the connector. The setscrew was retightened and impedance was found to be in range. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information obtained indicated the patient was deceased and died approximately one year after lead/header connection was modified. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Information was subsequently received on (B)(6) 2011 and revealed the patient was deceased. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report.